Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the lead did not deploy after approximately 10 turns. The tip issue was encountered prior to implanting the lead into a patient. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead measured 45.9 centimeters in length. The lead has been stretched and had stretched the inner insulation causing the insulation to becoming narrower and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.